Manufacturer narrative:
The patient experienced the peritonitis on an unreported date in 2016, (one week after being discharged from a hospitalization for an unrelated event). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment for the peritonitis with unknown antibiotics (doses, frequencies, and routes not reported). At the time of this report the patient had recovered from the event. It was not reported if dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The event was medically confirmed by the patient¿s nurse. The cause of the event was clarified as a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient left a fan on in the room. The event was manifested by cloudy effluent, abdominal pain, and fever. On the same day as the event onset, the patient started treatment with intraperitoneal tobramycin (60mg; frequency not reported) and cefazolin (2g; route and frequency not reported) for seven days for peritonitis. Seven days after the event onset, the patient started treatment with intraperitoneal vancomycin (1g every three days for two doses) and oral levaquin (250mg twice daily for ten days) for peritonitis. Twelve days after the event onset, the vancomycin was discontinued. Two days later the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.